Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external/internal inspection was performed and the device passed. The device passed the electrical testing. Temperature confirmation testing was performed and the device passed. Simulated therapies were run on the device without issues. The device failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device was also able to pass a separate accuracy test. The cause of the reported issue could not be determined. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.